Manufacturer narrative:
The returned module was evaluated. Visual inspection upon receiving revealed no external damage or defects; however, the module failed functional testing. The module functions intermittently due to broken wires inside the bend relief at the device connector. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over three (3) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the cable has an intermittent signal loss. No patient impact or consequences were reported.